Event description:
Near-infrared spectroscopy (nirs) probe on right lower back resulted in a stage 2 pressure injury. The injury was similar in size and shape to the nirs electrode.

Event description:
Near-infrared spectroscopy (nirs) probe on right lower back resulted in a stage 2 pressure injury. The injury was similar in size and shape to the nirs electrode.